Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a bolt was found to be missing from the monopolar curved scissors (mcs) instrument. The bolt reportedly fell out of the instrument on the way to reprocessing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: there were no reports of the instrument colliding during its previous use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a dislodged grip knob. The grip knob was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.